Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose 120 mg/dl at the time of the incident. It was stated that the reservoir compartment was able to lock into place. The customer was advised to discontinue use of the pump and revert to a backup plan per health care professional instructions. The insulin pump will be returned for analysis.